Event description:
Additional information received reported that per the provide death summary report the investigator it was stated that ¿ the patient suffered a recurrent stroke of the posterior circulation on (B)(6). This event is considered a sae, not related to the device under study. The event led to hospitalization at the (B)(6) hospital) and culminated in the patient's death on (B)(6).¿ not related to the device under study, ae related to the disease under study with causal relationship.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that a patient was treated with a solitaire fr4. The patient experienced recurrent stroke post-procedure. The recurrent stroke required mechanical thrombectomy. The adverse event was assessed as caused by the disease under study and not related to an underlying condition or disease. The modified rankin scale (mrs) score was 0 and the national institutes of health stroke scale (nihss) score available was 7. The patient was not treated with blood transfusion, concomitant treatment, physical therapy, surgical procedure, or other actions taken. There was percutaneous intervention. This event resulted in hospitalization and death. The patient died on (B)(6) 2022. The cec adjudicated this event as possibly related to the study procedure. The location of the proximal face of the clot was the basilar artery in the right hemisphere. Pre-procedure modified thrombolysis in cerebral infarction (mtici) score was 1, final post-procedure score was 2b.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.